Manufacturer narrative:
Follow-up # 1: device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultra test strip vial was contaminated. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at around 5:00pm. The patient stated that the subject test strip vial was already open when he removed it from the outer packaging. The patient manages his diabetes with oral diabetes medications with diet and/or exercise. The patient stated that he took an increased dose of 4 mg glucose tablet on (B)(6) 2015 at around 10:45am in response to the alleged product issue. The patient claimed to have developed the symptom of "shaking" 30-45 minutes after the alleged product issue began; however he denied that he received medical treatment. At the time of troubleshooting, the csr noted that the closure seal on the outer packaging was intact prior to the patient opening the box. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "shaking" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.